Manufacturer narrative:
Correction: d3. H11: the device was received for evaluation. During evaluation, the reported problem of 'had air in line sensor issue' was not confirmed. Instead, a reload set issue occurred during testing. A review of the event history log (ehl) only showed 'reload set!' Alerts. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified but rather a reload set issue was identified. The ultrasonic sensor requires replacement to address the reload set issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because a reload set alarm occurs upon pump-tubing set-up (tubing loading). This issue may result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of air in line sensor. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.